Event description:
Voluntary medwatch report # mw1036297 received and attached. Same case as MDR# 6000093-2007-00228 and 6000093-2007-00226. It was reported that post a coronary drug eluting stenting treatment procedure, the pt experienced idiopathic retroperitoneal fibrosis and sclerosing mesenteritis. The pt had three taxus express2 drug eluting stents sizes 2.5x24mm, 2.5x8mm and 3.5x12mm implanted in an unspecified coronary vessel. Eight months later an abdominal mass at the base of the mesentery of the small bowel was found by CT scan. An exploratory laparotomy was performed. Pathology of the mass was sclerosing mesenteritis of an unknown etiology. Prior to the laparotomy the pt had been experiencing diarrhea and amenia, which is now resolved. Follow up with the physician indicated that the condition remains, but the pt is stable. No add'l info was available. In the opinion of the physician the relationship of the abdominal mass to the taxus stents is unknown.

Manufacturer narrative:
The product was not returned. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.